Event description:
Oral-b toothbrush started to have fire. Batteries have obviously became faulty and started a fire [device catching fire]. Case narrative: a parent reported via phone that their child's oral-b toothbrush started a fire. The batteries became faulty and started a fire. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.